Event description:
Two days post-operatively, the pt developed atrial fibrillation despite intervention with medications. On 10/13/1998, the pt suffered cardiac arrest and needed to be resuscitated. The pt had residual, severe metabolic encephalopathy and required life support. On 10/18/1998, life support was withdrawn and the pt expired. The pt also had a "mvr". (Avert).